Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the customer reports that a hemorrhage was noticed on the whole staple line. The patient did not have a high tension, and was not bleeding. The hemostasis was very bad. Bipolar was used to make the hemostasis. No other adverse events were reported.